Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with the highest observed blood glucose of 330 mg/dl that began trending down after automated correction and later reached 135 mg/dl; the cause was unclear and no device alerts or alarms were reported. Symptoms included hyperglycemia with associated headache and malaise. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.